Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the surgeon was attempting to sew the vaginal cuff. After a few passes , the instrument was opened and it was noted that the needle disengaged. A new suture was used, however, the same issue occurred. No tension was put on the needle. To accommodate the issues, new sutures were used. The disengaged needles were retrieved from the patient. The procedure was completed using new sutures. There were no patient issues from this incident. There was no re-operation.